Event description:
Information received by medtronic indicated that the insulin pump had software error detected alarm. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Fill cannula was recorded in daily history. Customer stated that the insulin pump passed self test. No harm requiring medical intervention was reported. Troubleshooting was performed. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4) retainer ring = black. Insulin pump returned with software error detected alarm on (B)(6) 2022. Insulin pump's history and trace files downloaded successfully using thus software. Pump failed the self test, but it passed the displacement test. Software error detected alarm noted during testing. Software error detected alarm was present in the history download on event date of (B)(6) 2022 at 08:48pm. Esf#: n/a, (file number 306 line number 894). Insulin pump was cut open to perform visual inspection and found evidence of moisture damage on the vibrating motor. Test p - cap/ reservoir locks properly into place. During visual inspection the following were noted: stained keypad overlay, pillowing keypad overlay, and a scratched case. Software error detected alarm confirmed on event date of (B)(6) 2022 at 08:48 pm due to a possible hardware error esf#: n/a. Problem isolated to electronic assembly. Vibrating anomaly confirmed due to moisture damage on the vibrating motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.